Manufacturer narrative:
The faulty device was not returned and the affected lot number was not provided by the customer, therefore we were unable to retrieve the manufacturing document and retention sample for the complaint lot. Therefore samples for the same device model, but from another lot, was investigated. The samples were inspected and no abnormality was observed. The protection tube properly mounted onto the needle, and the diameter of the protection tube and hub met the product specification. In addition, the samples passed the detachment force test and the bond push and pull force test. Based on the test result, all of the needles passed and met the acceptance criteria in the product specification. According to information provided by the user, it was difficult to remount the needle into the protection tube after usage (after each muscle is sampled). In addition, the user informed, the protection tube was clamped to the user's machine. It is therefore suspected that clamping the protection tube to the user's machine, may have lead to deformation of the protection tube and subsequently lead to reported malfunction of the protection tube being unable to properly mount the needle. Ambu has made production and quality control aware of the complaint and will continue to monitor the market for the reported type of malfunction.

Event description:
In the middle of emg studies, the user had difficulty re-mounting the needle in the hub after each muscle was sampled. The user specified, that the needle had issue with poor docking on the needle cover/sleeve (i.e. Protection tube). The issues with poor ducking in the protection tube, led the needle to fall out of the tube during emg recording, causing the user to accidently getting stuck by a needle that had been used on the patient. Due to the incidence, the user had to take hiv prophylaxis to prevent disease through cross-contamination.